Event description:
It was reported that the customer passed out during training, she doesn't know why, they installed the insulin pump and then she black out, her husband cough her and dcm and doctors took care of her afterwards. No further details given. The customer's blood glucose level was unknown mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.